Event description:
It was reported that the end of the device broke off during the procedure. There was no impact to the procedure or to the patient. Per additional information received via medwatch on 14sep18: during a right ureteroscopy, with stent placement and laser holmium lithotripsy, the surgeon had the device inside of the patient through the scope and sheath per usual, when the tip/end of the fiber broke off. The clear plastic end was visualized in the sheath, which was then removed from the patient. The staff was unable to recover the tip with the sheath.

Manufacturer narrative:
The reported event was confirmed as use-related. Received 1 laser fiber with packaging for evaluation. Per the visual inspection, the proximal connector end of the fiber was in good condition. The distal tip of the fiber was missing. There was no sign of the laser being fired. In their evaluation, laser peripherals included use-related causes of failure of possible mishandling of fiber in the surgical field, or issue upon fiber insertion into scope. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "note: in order to ensure laser energy is effectively delivered through the laser fibers, laser generators must be calibrated and aligned according to the smallest fiber being utilized. This is especially important when utilizing small gauge fibers (=200¿). Improper calibration and/or improper alignment may result in a weak aiming beam and/or diminished power output. Note: refrain from starting the procedure until a fiber is properly connected and aligned, and laser light is being properly transmitted. Note: it is good practice to ensure that spare fibers are available in the operating room in case of a fiber failure during the clinical procedure. 1. Refer to the laser system manual for use, indications and instructions. 2. If required for proper system function and operation, the laser system may be calibrated for use with the holmium laser fiber. Please refer to your laser user manual for calibration requirements and parameters. 3. Read all fiber labeling completely. Remove the fiber carefully from its package, avoiding any inadvertent contamination or damage. Visually inspect the fiber before use. If any damage is observed such as breaks, kinks or damaged components, do not use the fiber, retain the device for manufacturer notification and use a replacement fiber. 4. Remove the protective cap (do not hold the rubber strain relief or the fiber) and attach the connector to the laser system launch port. Make sure the connector is fully engaged according to the system¿s user manual and control panel indicators. The connector only needs to be hand tightened: do not over tighten. Caution: care must be taken to keep the connector clean. Do not touch the exposed fiber surface. 5. Turn the laser on. Operate the system¿s controls in accordance with the user manual and at settings appropriate to the procedure. 6. Place the holmium laser fiber at the desired position to the treatment site. Position the entire fiber length carefully to avoid inadvertent damage or contamination. Confirm that the aiming beam is visible. 7. Depress the laser system¿s footswitch to activate the laser output. Caution: do not pinch or otherwise excessively bend the fiber when lasing. Fiber failure may occur. 8. Keep the distal tip of the fiber as clean as possible during use to prevent overheating and damage. If removal is necessary to clean accumulated debris, carefully wipe along the fiber length with a soft gauze and hydrogen peroxide. Caution: do not scrub or use abrasive materials. 9. Following the laser procedure, shut the laser system off, as described in your user manual, and remove the fiber assembly from the laser. Immediately replace the protective cap over the connector end of the fiber assembly.¿

Manufacturer narrative:
The reported event was confirmed as use-related. Received 1 laser fiber with packaging for evaluation. Per the visual inspection, the proximal connector end of the fiber was in good condition. The distal tip of the fiber was missing. There was no sign of the laser being fired. In their evaluation, laser peripherals included use-related causes of failure of possible mishandling of fiber in the surgical field, or issue upon fiber insertion into scope. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "note: in order to ensure laser energy is effectively delivered through the laser fibers, laser generators must be calibrated and aligned according to the smallest fiber being utilized. This is especially important when utilizing small gauge fibers (=200). Improper calibration and/or improper alignment may result in a weak aiming beam and/or diminished power output. Note: refrain from starting the procedure until a fiber is properly connected and aligned, and laser light is being properly transmitted. Note: it is good practice to ensure that spare fibers are available in the operating room in case of a fiber failure during the clinical procedure. Refer to the laser system manual for use, indications and instructions. If required for proper system function and operation, the laser system may be calibrated for use with the holmium laser fiber. Please refer to your laser user manual for calibration requirements and parameters. Read all fiber labeling completely. Remove the fiber carefully from its package, avoiding any inadvertent contamination or damage. Visually inspect the fiber before use. If any damage is observed such as breaks, kinks or damaged components, do not use the fiber, retain the device for manufacturer notification and use a replacement fiber. Remove the protective cap (do not hold the rubber strain relief or the fiber) and attach the connector to the laser system launch port. Make sure the connector is fully engaged according to the system¿s user manual and control panel indicators. The connector only needs to be hand tightened: do not over tighten. Caution: care must be taken to keep the connector clean. Do not touch the exposed fiber surface. Turn the laser on. Operate the system¿s controls in accordance with the user manual and at settings appropriate to the procedure. Place the holmium laser fiber at the desired position to the treatment site. Position the entire fiber length carefully to avoid inadvertent damage or contamination. Confirm that the aiming beam is visible. Depress the laser system¿s footswitch to activate the laser output. Caution: do not pinch or otherwise excessively bend the fiber when lasing. Fiber failure may occur. Keep the distal tip of the fiber as clean as possible during use to prevent overheating and damage. If removal is necessary to clean accumulated debris, carefully wipe along the fiber length with a soft gauze and hydrogen peroxide. Caution: do not scrub or use abrasive materials. Following the laser procedure, shut the laser system off, as described in your user manual, and remove the fiber assembly from the laser. Immediately replace the protective cap over the connector end of the fiber assembly.¿ (B)(4).

Event description:
It was reported that the end of the device broke off during the procedure. There was no impact to the procedure or to the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the end of the device broke off during the procedure. There was no impact to the procedure or to the patient.